Manufacturer narrative:
H6: investigation summary the customer reported the tubing separated and returned two photos of the incident. The photos both confirm separation, one below the drip chamber and one above the roller clamp. The root cause of the failure can be attributed to the manufacturing process, and a funded project is underway to mitigate the risk of this type of failure. The project is a plan to address the solvent dispenser issues on the drip chamber connections. Device history record review for model 10016073 lot number 22079130 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported while using bd alaris secondary set the components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: was conducting an in person site follow up with biomedical engineer and was notified that a this occurrence occurred with secondary set 10016073 in which there was separation/leakage. Limited details are known at this time

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris secondary set the components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: was conducting an in person site follow up with biomedical engineer and was notified that a this occurrence occurred with secondary set 10016073 in which there was separation/leakage. Limited details are known at this time.